Manufacturer narrative:
Additional information was added to concomitant medical products, device evaluated by MFR: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was visually inspected and three straight brown marks approximately 0.4 cm each in length was observed underneath the header cap, on the dialyzer end near the dmc. The marks are affixed to the outside of the housing, and underneath the header cap, therefore located in a sealed area of the device that is not part of the fluid path. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted. The marks are affixed to the outside of the housing, and underneath the header cap, therefore located in a sealed area of the device that is not part of the fluid path.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during setup with a revaclear 300, marks were observed ¿in the internal part¿ of the dialyzer. There was no patient involvement. No additional information is available.